Manufacturer narrative:
Siemens filed the initial MDR 2432235-2020-00491 on 22-dec-2020. Additional information (01-feb-2021): siemens reviewed the information provided and identified the quality controls were in range at the time of the event. A siemens customer service engineer (cse) performed the following: replaced the lamp bulb, cleaned the tubes, and replaced the mixers and probes. The instrument and reagents were performing acceptably. Siemens concluded that the potential cause for the falsely elevated valproic acid (vpa) result is unknown and cannot rule out pre-analytical variables or sample-specific issues as a potential contributing factor. The instrument is performing according to specifications, and no further evaluation of the device is required. Section h6 is updated with a new investigation conclusions code. MDR 2432235-2020-00490_s1 was filed for the same event.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to inform that no error messages were posted on the day of the event. The customer noted that quality controls (qc) and calibrations were within range before and after patient testing. On (B)(6) 2020, a new reagent and calibration were loaded. The customer noted that an error "response of the delta system" was presented by the atellica ch 930 analyzer and accepted by the operator. The customer then noted that qc was out of range. On (B)(6) 2020, a new reagent and calibrator were loaded. The customer noted that qc was run and within the specified range defined by the laboratory. Siemens dispatched a customer service engineer (cse) to the customer site. The cse serviced the atellica ch 930 analyzer and performed the following: changed the lamp, cleaned d1 tubing, and performed the pipette autocheck. The engineer noted that the pipette had debris stuck to its surface and performed maintenance on the pipette. The cse verified the analyzer's operation, and the customer reported no recurrence of the falsely elevated valproic acid (vpa) result. Siemens is investigating the event. MDR 2432235-2020-00490 was filed for the same event.

Event description:
The customer obtained a discordant falsely elevated valproic acid (vpa) result >300 ug/ml on an atellica ch 930 analyzer. The falsely elevated result was obtained in a triplicate test order and reported to the physician(s). The customer used the same patient sample and atellica ch 930 analyzer to perform repeat testing the next day. The repeat result was lower and considered to be correct. The customer issue a corrected report to the physician(s). There are no reports of patient intervention or adverse health consequences due to the falsely elevated vpa result.